Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-03343 /-03344 /-066985).

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, metallosis, damage to surrounding bone and tissue, bodily impairment, lack of mobility, and elevated metal ion levels. Legal counsel for patient further reported patient underwent revision to antibiotic spacer on (B)(6) 2013, with reimplantation on (B)(6) 2014. Patient's legal counsel further reported revision on (B)(6) 2014, for unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to elevated metal ion levels. Operative report noted the presence of a pseudocystic-type structure with debris, synovial tissue, synovitis, capsular tissue, a cavitary defect, and a femoral fracture. All components were removed and spacer molds were implanted. Patient was reimplanted with competitor's components on (B)(6) 2014. Biomet components were not involved in the (B)(6) 2014 revision.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, metallosis and damage to surrounding bone and tissue. Legal counsel for patient further reported patient underwent revision to antibiotic spacer on (B)(6) 2013, with reimplantation on (B)(6) 2014. Patient's legal counsel further reported revision on (B)(6) 2014, for unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2013-03268 and 03774 / 03777.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03343 / 03344).

Manufacturer narrative:
During review, it was noted that additional allegations were missing in the initial medwatch. This follow-up report is being filed to relay additional information, which was missing from the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, metallosis, damage to surrounding bone and tissue, bodily impairment, lack of mobility, and elevated metal ion levels. Legal counsel for patient further reported patient underwent revision to antibiotic spacer on (B)(6) 2013, with reimplantation on (B)(6) 2014. Patient's legal counsel further reported revision on (B)(6) 2014, for unknown reasons this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.